Event description:
Upon opening the package, the customer noticed the tip with the impeller separated from the green catheter. The device was never used in the pt and no adverse sequelae was reported.